Event description:
Distal end of the cartridge broke during needle deployment. There was one fragment that broke at the weld point and it was safely retrieved from the patient's knee during primary procedure. The break resulted from surgical technician improperly loading the cartridge.